Manufacturer narrative:
Submit date: 11/07/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter was implanted on (B)(6) 2014. A month ago, the patient was hospitalized due to peritonitis caused by a little hole near the titanium joints and accepted antibiotic medicine treatment. The patient has stopped dialysis.

Manufacturer narrative:
Per the customer, the device sample was discarded and will not be sent back for evaluation. Since the sample was not returned for examination, we are unable to determine a root cause for the reported event. If additional information is received, this complaint will be re-opened for further investigation. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing site. This complaint will be used for tracking and trending purposes.